Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that he received a discrepant result when testing with his doctor's coaguchek xs meter (serial number unknown). Venous blood was collected from this patient and a drop of blood from this sample was tested using the meter, resulting with a value of > 8.0 inr. The same venous sample was then tested in the laboratory using stago reagent on a starmax analyzer, resulting with a value of 6.16 inr. The patient stopped taking his warfarin medication for 5 days following the measurements performed on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is anemic and his hematocrit on (B)(6) 2019 was 36.9 %. The patient was fasting and was sick. He received a shingrix shot three weeks prior to (B)(6) 2019 and was not eating much. The patient was still sick at the time of testing on (B)(6) 2019. The product from the facility was requested for investigation and replacement product was sent to the facility.